Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported no image was not duplicated, and that the screen blackout and flickering image occurred when the camera cable was swayed. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the endoscopic image of the subject device disappeared and flickered. The user facility replaced the subject device to another device to complete the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus china, there was the possibility that the reported event was attributed to the partial breakage (disconnection) of the camera cable, which might be caused by the excessive force applying to the camera cable due to the user handling. It was surmised that this breakage of the camera cable caused the communication failure, and consequently the screen blackout and flickering image occurred when the camera cable was swayed as reported. If additional information is received, this report will be supplemented.